Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited a detached resin part of the image guide tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the resin part of the image guide tube that had detached, the cause was due to damage of parts due to wear, deterioration, deformation, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.